Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 22 mmol/l and blood rock in liver on (B)(6) 2019. Customer had blood glucose of 29 mmol/l on (B)(6) 2019 as nurses gave less insulin than needed by customer then treated with insulin pump and reported blood glucose was 24 mmol/l. Customer was wearing insulin pump system within 48 hours of reported high blood glucose event. Customer treated blood glucose with injection. Insulin pump will not be returned for analysis.